Manufacturer narrative:
The particle was received and an examination with a microscope found no foreign material. The parts list and plastic bag were checked. Additional information received from the customer noted the normal practice is to re-use the metal tip for five (5) times before changing to a new metal tip. The customer stated that new metal tips were used for the four (4) suspect handpieces. The customer stated they follow the directions for use (dfu) for cleaning and sterilization of the phaco handpieces. The console operator¿s manual includes warnings: the handpieces are surgical instruments and must be handled with care. The handpiece tip should not touch any solid object while in operation. Immediately following surgery the handpiece must be thoroughly cleaned. Be sure the cord plug is completely dry before connecting it to console. For cleaning and sterilization procedures, see the directions for use (dfu) supplied with the handpiece. During any ultrasonic procedure, metal particles may result from inadvertent touching of the ultrasonic tip with a second instrument. Another potential source of metal particles resulting from any ultrasonic handpiece may be the result of ultrasonic energy causing micro abrasion of the ultrasonic tip. The surgeon did not note if he uses a second instrument during phaco. No phaco tip was returned for metal-like fragment seen in the patient's eye. No phaco tip lot number was identified with this complaint; therefore, a lot number history review could not be conducted. All phaco tips are 100% visually inspected by trained operators using 30x magnification before release. The operator¿s manual includes a warning: sterile disposable medical devices should not be reused! These components have been designed for one time use only; do not reuse. Potential risk from reuse or reprocessing the following products labeled for single use include: phacoemulsification tips - reduced tip cutting performance, presence of tip burrs, fluid path obstruction, and foreign particle introduction into the eye. There is no evidence that the design or manufacturing of the phaco handpieces or phaco tip contributed to the reported event. The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. Company handpieces are inspected during manufacturing for metal particulates. No manufacturing nonconformities could be found as no serial number was provided. A plastic bag reported to contain a sample was returned and sent for analysis. The sample was analyzed visually and microscopically; however, no foreign material was observed. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that four metal particles were seen in the patient's eye following cataract surgery. The particles were removed at a later date requiring four days of hospitalization. Additional information has been requested.